Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When the surgeon was performing total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), it was noticed that the offset reamer bearings was broken because it was not reaming properly.

Manufacturer narrative:
Reported event: the offset reamer handle was reported to be non-functional. The issue was found intra-op and there was a 2-3 minute case device evaluation and results: visual inspection: visual inspection shows all the pins on the proximal u-joint are missing from the reamer handle and the internal block is able to move freely inside of the joint. The two small pins and one long pin in the u-joint has disassociated from the device and were not returned. Dimensional inspection: dimensional inspection was not completed as the device was damaged from use after the failure occurred. Functional inspection: functional inspection shows the reamer handle rotates but with some resistance due to the loose components within in the u-joint. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 04/12/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in (B)(6) related to p/n 207080, lot number 32010915 shows no additional complaints related to the failure in this investigation. This failure however does match the failure mode identified within (B)(4). Conclusions: (B)(4) has been initiated to address the failure in this complaint. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
When the surgeon was performing total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), it was noticed that the offset reamer bearings was broken because it was not reaming properly.